Event description:
The customer reported to philips that the ventilator alarmed with a blower temperature high message. The customer reported there was no patient involvement.

Manufacturer narrative:
The fse confirmed the reported complaint. The filter was found to be dirty and was replaced. Ran all verifications and all passed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Correct contact address (B)(4).

Event description:
The customer reported to philips that the ventilator alarmed with a blower temperature high message. The customer reported there was no patient involvement.